Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07573. It was reported that when the patient presented remotely via merlin.net transmission, lead noise was observed on the right atrial (ra) and left ventricular (lv) lead. Isometric testing was performed when the patient presented in clinic. The noise was not reproducible. No programming change was made. The patient was stable throughout the lead evaluation.